Manufacturer narrative:
The info contained herein is being provided to FDA to comply with regulations relating to medical device reporting. This submission is not intended to and shall not constitute an admission on behalf of diametrics medical ltd, that product which is the subject of this report is any way malfunctioned, was defective, or was causally related to death or injury

Event description:
The customer has reported that on turning the pt the y-connector was damaged which allow blood leakage. No report of injury to pt.